Manufacturer narrative:
On 12/29/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained gel with cloudy appearance. Yellow and brown material were observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Additional crease was found within the rent. No other anomalies were found. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow and brown material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) for the lot number 5611901 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 12/14/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had mentor memorygel breast implant 300cc gel prostheses implanted. Rupture on the right breast prosthesis was diagnosed post procedure through a mammogram (B)(6) 2018. As a result, the patient bilateral explantation of the breast prostheses on (B)(6) 2018. Rupture on the left breast prosthesis was discovered during explantation. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-06850 for the contralateral prosthesis.